Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, impedance testing, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log showed four successful shocks performed, however, on the next shock attempt the user pressed the shock button without pressing the charge button first. This caused the device to prompt defib not charged and press charge. The user then pressed the shock button again prompting the message defib not charged. The shock button is pressed four more times again without a charge button press being recorded in the log. After review, it is concluded that the device worked as designed. Analysis of reports of this type has not identified an increase in trend.